Event description:
Mayfield 360 base unit involved in a patient incident. Unknown if patient injury occurred at the time of the event. Follow-up information has been requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.